Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. A damaged connector was replaced. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: glidescope avl monitor, catalog: 0570-0314, sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the video went black during an intubation. A second avl system back-up was used. One to two minute delay in the procedure was noted. No harm to patient or user was reported.